Event description:
In 2008, the distributor reported that the surgeon was bone broaching when the pedicle probe broke at the 3cm marking line. Eleven days later, after receiving the part, it was identified that there were no pieces that could have fallen into the patient. The surgeon was able to finish the case with another pedicle probe that was in the kit. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Device manufacture date is unknown. Evaluation is pending.